Event description:
It was reported that the physician attempted to place this right ventricular (rv) lead in the bundle of his however, during the procedure it perforated the septum. The physician tried to maneuver the lead out and the helix had kinked and then it started to unravel whenever it was pulled. The lead was successfully removed and a new lead was implanted in the bundle of his. The attempted lead will be returned for device analysis. No additional adverse patient effects were reported.

Event description:
It was reported that the physician attempted to place this right ventricular (rv) lead in the bundle of his however, during the procedure it perforated the septum. The physician tried to maneuver the lead out and the helix had kinked and then it started to unravel whenever it was pulled. The lead was successfully removed and a new lead was implanted in the bundle of his. The attempted lead will be returned for device analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was returned intact and was not severed. Visual inspection found dried blood around the helix. Subsequent testing did find the helix mechanism failed due to the helix being deformed. Laboratory analysis was unable to conclusively determine the root cause of the reported helix deformity problem.